Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 1871. Functional testing was able to duplicate the issue. It was determined that the stuck motor was the root cause of the error code. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1871. The product fault occurred during testing. There was no patient involvement.